Event description:
It was reported that the patient presented in clinical follow-up. Interrogation of device noted that the implantable cardioverter defibrillator was exhibiting post-paced t wave oversensing. Programming changes were performed. The patient was in stable condition.